Manufacturer narrative:
This report is being filed on an international product, list number 06r86-22 that has a similar product distributed in the us, list number 06r86-20/-30. Patient information: no further patient information was provided by the customer. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer observed a false negative sars-cov-2 igg result for one patient generated on the architect i2000sr processing module. The following data was provided: case1 sars-cov-2 igg = 0.72 index (grayzone per the customer¿s reference range), sars-cov-2 igm = 1.16 index, virclia igg = positive, virclia igm = negative, pcr on (B)(6) 2020 = negative, patient was asymptomatic but was in contact with positive cases. No impact to patient management was reported.

Manufacturer narrative:
(B)(4). Was this device serviced by a third party? No. The complaint investigation for false negative architect sars-cov-2 igg results included a search for similar complaints, and the review of complaint text, trending data, labeling, scientific literature and device history records. Return testing was not completed as returns were not available. In-house sensitivity and specificity testing for reagent lot 22074fn00 was completed using a retained sample of the complaint lot stored at the recommended storage condition. All validity and acceptance criteria were met indicating that the lot is performing acceptably. Device history record review on lot 22074fn00 did not show any potential non-conformances, or deviations. Labeling was reviewed and found to adequately address the issue under review. A direct comparison should not be made between the architect sars-cov-2 igg assay and vircell igg sars-cov-2 igg assays. The architect sars-cov-2 igg is designed to detect immunoglobulin class g (igg) antibodies to the nucleocapsid protein of sars-cov-2 whereas the vircell igg assay is designed to detect antibodies for both spike and nucleocapsid proteins. In this case, the patient had been in contact with positive cases but was asymptomatic and pcr negative. No further specific data was provided. Per the product labeling the assay sensitivity within the 95% confidence level is 95.89%- 100.00%. Negative results do not rule out sars-cov-2 infection, particularly in those who have been in contact with the virus. Follow-up testing with a molecular diagnostic should be considered to rule out infection in these individuals. Patients have different immune responses and the insert states that immunocompromised patients who have covid-19 may have a delayed antibody response and produce levels of antibody which may not be detected as positive by the assay. Results should be used in conjunction with other data; e.g., symptoms, results of other tests, and clinical impressions. Results from antibody testing should not be used as the sole basis to diagnose or exclude sars-cov-2 infection or to inform infection status based on current literature, long, q-x et al, ¿https://www.nature.com/articles/s41591-020-0897-1¿, igg levels may not appear until 7 to 10 days after infection. In addition, emerging literature on sars cov-2 serology indicates that antibody responses to the virus decline over time. In some cases, this transient response results in the decline of both igg and neutralizing antibody titers. It remains unknown for how long antibodies persist following infection and if the presence of antibodies is indicative of protective immunity, seow et al, ¿https://doi.org/10.1101/2020.07.09.20148429¿, and ou et al, ¿https://doi.org/10.1101/2020.05.22.20102525¿. The study, quan-xin long et al, ¿clinical and immunological assessment of asymptomatic sars-cov-2 infections¿, nature medicine, observed that igg levels and neutralizing antibodies in a high proportion of individuals who recovered from sars-cov-2 infection start to decrease within 2¿3 months after infection. To assess the clinical performance of the assay, a study was performed using 122 serum and plasma specimens collected at different times from 31 subjects who tested positive for sars-cov-2 by a polymerase chain reaction (pcr) method and who also presented with covid-19 symptoms. The positive percent agreement (ppa) at >/=14 days post-symptom onset is 100.00% (95% ci: 95.89, 100.00). Five specimens from 1 immunocompromised patient were excluded from the study. When the results from these specimens were included, the ppa at >/=14 days post-symptom onset was 96.77% (95% ci: 90.86, 99.33). This study was based on a hospitalized/symptomatic population. Differences in antibody responses between populations, based on more severe versus less severe illness, are consistent with published reports, zhao j et al. 2020. Additionally, review of the manuscript ¿performance characteristics of the abbott architect sars-cov-2 igg assay and seroprevalence in boise, idaho¿, bryan et al. 2020, showed sensitivity data consistent with product labeling. 125 patients who tested rt-pcr positive for sars cov-2 for which 689 excess serum specimens were available was tested and it was found that sensitivity reached 100% at day 17 after symptom onset and day 13 after pcr positivity. Abbott has updated the sars-cov-2 igg assay file to include an editable grayzone. This new grayzone would be applicable for those patients whose igg levels may be rising, i.e., during seroconversion, or may be declining, i.e., during seroreversion, with levels below the cutoff. Based on the investigation architect sars-cov-2 igg reagent lot 22074fn00 is performing as intended, no systemic issue or deficiency of the architect sars-cov-2 igg reagent was identified.section g1 all manufacturer's was updated included the mfg site email and mfg site fax number.

Manufacturer narrative:
This follow up is submitted to populate fields with data that had previously been provided. There is no change to the content of the data.